Manufacturer narrative:
No conclusions can be made. The patient's attorney alleges "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient"; however, no details have been provided. No lot number has been provided; therefore, a review of the manufacturing records is not possible.addendum: h11: this supplemental emdr is submitted to document additional information provided and corrected brand name and PMA 510k. Root cause is inconclusive; no conclusion can be made as to the extent to which the implant may have caused or contributed to the patient's postoperative course.note, the manufacturing date (15-nov-2017) is considered to be the best estimate.updated data: a2, b3, b4, b5, b7, d3, d4 (product catalog no, UDI no, corporate lot no, expiry date), d6.b (date of explant), g3, g6, h2, h4, h6, h10.corrected data: d1, g4note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
Attorney alleges that the patient underwent surgery for implant of an unspecified bard/davol ventralight st on (B)(6) 2018. As reported, the patient is making a claim for an adverse patient outcome against the ventralight st. Attorney alleges general allegations for "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient." It is also alleged that the patient experienced emotional distress and the device was defective. Addendum per additional information provided: on (B)(6) 2018- patient was diagnosed with recurrent umbilical hernia thereby underwent laparoscopic repair with implant of ventralight st using echo ps (device 1). Per op notes, ¿the hernia sac with omentum was identified in the umbilical region and the omentum was reduced. The previously placed synthetic mesh was identified. A ventralight st using echo ps (device 1) was placed into abdominal cavity and was tacked with optifix tacking device¿. On (B)(6) 2018 - patient was diagnosed with intra-abdominal adhesions, abdominal pain, thereby underwent laparoscopic repair. Per op notes, ¿moderate amount of intra-abdominal adhesions were noted and were lysed. There was no hernia recurrence¿. On (B)(6) 2022- patient was diagnosed with recurrent ventral hernia, thereby underwent open repair with explant of ventralight st using echo ps (device 1), implant of bard soft mesh (device 2). Per op notes, ¿a small hernia in the umbilical region was identified and was dissected. The omental adhesions were taken down. The mesh (device 1) was excised. A bard soft mesh (device 2) was then placed into retro rectus space and was sutured¿.

Manufacturer narrative:
No conclusions can be made. The patient's attorney alleges "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient"; however, no details have been provided. No lot number has been provided; therefore, a review of the manufacturing records is not possible. Should additional information be provided, a supplemental emdr will be submitted.

Event description:
Attorney alleges that the patient underwent surgery for implant of an unspecified bard/davol ventralight st on (B)(6) 2018. As reported, the patient is making a claim for an adverse patient outcome against the ventralight st. Attorney alleges general allegations for "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient." It is also alleged that the patient experienced emotional distress and the device was defective.